Manufacturer narrative:
Integra has performed a thorough review of the reported incident. There was no product received back, as such only a DHR review could be performed. At the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. There are no indications that any anomaly occurred that could explain what the customer experienced. With the information provided a root cause could not be reliably determined, as there is no way to reliably determine why the reported condition occurred. The file will be closed as could not be reliable determined. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3003418325-2020-00010.

Event description:
This is 2 of 2 reports. The customer reported they were checking all of their neuro items from all companies to see if there was any recalls as they had a couple of infections. They reportedly used 204003 duraseal spine ous 3ml kit.